Manufacturer narrative:
An opened handpiece was returned for evaluation. A review of the device history records traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The handpiece was visually inspected and deemed conforming. A functional thread to barrel engagement check was performed and deemed conforming. A dimensional plunger position height check was performed and deemed conforming. The complaint evaluation does not confirm the marked iol issue. The returned sample was found to be conforming for all visual inspection, dimensional and functional testing associated with the reported event. The reason for the complaint issue cannot be determined from this evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information has been provided in d.4 and h.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract procedure the handpiece made a mark on the intraocular lens (iol). The iol remains implanted. There was no patient harm reported.